Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 384 mg/dl, 95 mg/dl and 509 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she had taken "22 mg of lantus by pen" an hour prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.